Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7132755, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7132073, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 32307201, UDI: (B)(4).

Event description:
It was reported that patient developed an infection at an incision that did not heal with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices removed.